Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and increase of channel impedances mentioned in the recipient report. This is a final report.

Event description:
Device shipment information received, device explanted.

Event description:
Device shipment information received, device explanted. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.